Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information reported that atrial fibrillation (afib) was present with the episode of atrial flutter following the implant of the valve. No further adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the placement of this transcatheter bioprosthetic valve, the patient exhibited complete heart block. Type one second-degree heart block also was noted during the procedure; no treatment was required for either of the arrhythmia and the patient returned to a sinus bradycardia rhythm. It also was reported that the patient exhibited acute left bundle branch block (lbbb) prior to device implant as a valvuloplasty balloon was being inserted at the start of the implant procedure. An episode of atrial flutter also was observed post-implant and resolved with medication. Six months post-implant, the patient exhibited alternating right bundle branch block (rbbb) and lbbb and a permanent pacemaker was implanted.